Manufacturer narrative:
(B)(4). If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant device is expected to be returned for manufacturer review/investigation. Occupation: initial reporter is j&j company representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a lead spd technician gave a peel of pack defective instruments. Four t8 star-drive, one t-handle with quick connect, and one 2.0/2.4 depth gauge. Three of the t8 star-drive are twisted, on e star-drive and the t-handle will not come apart, and the depth gauge is broken. It was unknown how the issue was discovered. It was unknown of there was patient involvement. This complaint involves six (6) devices. This report is for one (1) sddrive screwdriver shaft t8 105mm. This report is 2 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: part #: 314.467. Synthes lot #: h786438. Supplier lot #: h786438. Release to warehouse date: 04 jun 2019. Manufactured by: synthes monument. No ncr's generated during production. Visual inspection: the sddrive screwdriver shaft t8 105mm (p/n: 314.467, lot #: h786438) was returned and received at us customer quality (cq). Upon visual inspection, the screwdriver was observed to have come assembled with a t-handle that does not belong to depuy synthes. No other issues were identified with the returned device. The reported condition of stripped could not be confirmed as no physical damage was observed on the device. Functional test: the functional test was attempted and it was observed that the screwdriver was unable to be disassembled from the t-handle. The complaint condition could have potentially been caused due to the lack of compatibility between the devices. Can the complaint be replicated with the returned device? Yes. Dimensional inspection: the shaft diameter of the device proximal to the assembly with the t-handle measured to be within the specification as per the drawing. The shaft diameter of the device proximal to the tip of the star driver measured to be within the specification as per the drawing. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Screwdriver shaft t8 deep stardrive, solid. Complaint confirmed? Yes, the device received was missing a component. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for the returned device. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.